Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the clinical specialist (cs) was noted to have evidence or arcing on the neutral side of the plug. To restore functionality, the power cord for the viewing station was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power cord has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, two fuses in the viewing station of the imaging system opened when starting up the system on multiple occasions. There was no patient present when this issue was identified. No additional information was provided.